Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the explanting facility will not return the explanted devices; therefore, no analysis can be performed.

Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostics revealed high impedance (dc dc ¿ 7). The patient¿s device was not disabled. The patient¿s device was tested again on (B)(6) 2014 and two system diagnostics showed high impedance. X-rays were taken and were reported by the physician to be unremarkable. The patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanted generator and lead have not been returned to date.